Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced restenosis. There were three lesions. The first was a 70% stenosed target lesion located in the mid right coronary artery (rca). A 2.50x8mm taxus liberte stent was implanted in the target lesion resulting in less than or equal to 30% residual stenosis. The second was a 90% stenosed lesion located in the proximal rca. A 2.75x12mm taxus liberte stent was implanted in the target lesion resulting in less than or equal to 30% residual stenosis. Also, there was an 80% stenosed lesion in the proximal left anterior descending coronary artery (lad) that was treated during the same procedure with a 3x10mm non bsc stent. At 405 days post index procedure, the patient was hospitalized with angina and underwent a ECG which showed no q wave. There were ample t waves in the anterior v2 and v3 leads. Angiography completed 1 day later showed 60% stenosis in the proximal rca. It was reported to be "significant intra-stent restenosis of the ostial rca". Two days post admit, the patient again underwent cardiac catheterization which then showed 70% stenosis in the proximal rca. The lesion was treated with a cutting balloon, resulting in 0% residual stenosis. The patient was discharged 1 day later on clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.